Manufacturer narrative:
Findings: unit was received in no manufacturing mode noted. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. No unexpected off no power alarm, low battery alarm, failed battery test alarm or replace battery now alarm noted. No unexpected pump error 4 or pump error noted during testing. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a battery failed during normal use. They had received a replace batter now alarm. The alarm was cleared and explained. The customer was advised to wait for insert battery alarm and insert a new battery. It was noted that the alarm recurred. They cleaned the battery cap contacts and inserted another new battery but the alarm recurred. It was noted that the battery compartment and spring was corroded. They also had two different power error alarms. The customer¿s blood glucose level was unknown. The device will be returned for analysis.